Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. It was also mentioned that the patient has not performed a transmission in a long time, therefore, the device data is not yet available for analysis. Additional information was received. The device data was sent for analysis and technical services (ts) discussed that the noise is apparently related to myopotentials and is oversensed, resulting in the inappropriate shock. It was also mentioned that the physician already performed troubleshooting and observed low amplitude r-waves. Additional troubleshooting steps and advice were provided. The s-ICD remains in service. No additional adverse patient effects were reported.